Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "preparing to fill" screen. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Customer¿s blood glucose level was 322 mg/dl.